Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro tissue welder self actuated in the patient's leg and began overheating, smoking, and jaws burning bright red, even though the activation toggle switch was confirmed to be in the "off" position. The power supply kept beeping as if energy was being delivered. The harvester pulled the device out and threw it on the floor. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. The tunnel and the vein were closely observed after this occurrence, and there was no patient injury.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned, and the investigation completed.